Manufacturer narrative:
(B)(4). The device was returned to the baxter (B)(4) facility for evaluation. One instance of iipv was revealed in the logs. The assignable cause was insufficient drain- one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Device met functional specifications relative to the iipv in the logs. A service history review was done. The previous return of the device was not for any issues related to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the therapy logs:06/30/11 at 05:28:21 with drain volume of 4359 ml during cycle 3. This drain volume meets baxter's iipv criteria. There was patient involvement but no patient injury or medical intervention was reported.